Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed bubble single (bb) and it was categorized as workmanship. The event of rupture was not observed, and the workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents pfmea-bi shell fab-smooth (v10.0) was performed, and the event of bubble (bb) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with bubble single (bb) will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "rupture" and "pain". Later healthcare professional reported "hole on patch side". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture" and "pain". Later healthcare professional reported "hole on patch side". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. A workmanship was observed through visual inspection not related to the complaint for a bubble event. A further investigation is requested. None of the other observations performed during the device analysis (stress marks, creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and "pain". Later healthcare professional reported "hole on patch side". This record is for the right side. Device was explanted.